Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital as they experienced an episode of lipothymia. The patient is pace dependent with a third-degree atrioventricular block and an escape rhythm of around 30 beats per minute. An electrocardiogram (ECG) was performed and an induced rhythm around 60 bpm was identified. Later, the physician was able to confirm the device vvir mode with a lower rate limit (lrl) at 60 bpm. The lead parameters ware found to be within normal range and no episode were recorded since the last outpatient follow-up. However, the physician found that the respiratory rate trend (rrt) feature was suspended due to detected noise, so they wanted to know if the minute ventilation sensor may have interfered with pacing. Ts performed data analysis, and explained that in this case, the device did not deliver anti-bradycardia therapy, leaving the patient with an escape rhythm of 30 bpm. Review of the of the device memory also confirmed no fault or reset and normal mv sensor operation until a device follow-up in the hospital, where sensor had been attempted for calibration and not completed, remaining in off mode. The potential noise observed during the calibration process might have been associated to patient postural movement or intermittent lead noise and for this reason, ts cannot completely exclude an underlining lead mechanical concern or an interference issue between the lead and device header. Additionally, it was noted that approximately a year ago, high out of range pacing impedance values were recorded, and the shock impedance was increasing. Ts recommended further right ventricular (rv) lead integrity testing. This lead remains in service and no additional adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).